Manufacturer narrative:
The device was available for evaluation. It was reported that a revision was needed to replace creo mis locking cap that was found migrated post operatively with subsequent loosened set screws. The original surgery was completed in (B)(6) 2024 for t5-t11 posterior fusion via a trauma accident. It was stated there were multiple co-morbidities due to multiple trauma surgeries. It is unclear if these co-morbidities contributed to the implant migration. The x-ray images provided confirmed that the t11 set screws on the left side migrated post-operatively. Six locking caps were returned along with three assembled mis screws. Visual inspection of the locking caps do not show signs of major deformation or damage. The underside of the locking cap has the traditional hourglass wear pattern which confirms the locking cap engaged the rod. It is possible that there was excessive in-situ forces on the construct due to the multiple co-morbidities that caused the locking cap to migrate. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. However, because these forces and surgical conditions cannot be replicated, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace creo mis locking cap that was found migrated post operatively with subsequent loosened set screws.